Event description:
Received a copy of the customer's medwatch report from the FDA which states, "rn reported that pump had been running levophed to maintain patients blood pressure using max dose permitted. Rn return to room less than 5 minutes and found pump off. Blood pressure was not affected when it was discovered. Drip immediately restarted. A concern because could have caused a significant drop and hypoperfusion." The levophed concentration was 16mg in 250ml d5 and the rate of the infusion was 50mcg/minute. The device was replaced and the patient did not require medical intervention. The device was assessed by biomed and an unspecified issue was found.product was received with a note stating "losing contact".

Manufacturer narrative:
The customer¿s report of the pump was found turned off as a result of loosing contact was not confirmed or reproduced during testing. The pump module was received with a cracked bezel at the lower hinge. Both iui¿s have a date code of 04-2014. Review of the pump module error log showed no errors or malfunctions on the reported incident date of 12dec2018. The pump module was originally programmed to infuse an unknown fluid on 11dec2018 at 9:43pm. Leading up to the event day and time the rate was gradually increased to 46.875 ml/h. The vtbi was also manually adjusted several times before the event. Then the pump module rebooted at 11:31am for unknown reasons. The pump was functionally tested, no anomalies observed during testing

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "rn reported that pump had been running levophed to maintain patient's blood pressure using max dose permitted. Rn return to room less than 5 minutes and found pump off. Blood pressure was not affected when it was discovered. Drip immediately restarted. A concern because could have caused a significant drop and hypoperfusion." The levophed concentration was 16mg in 250ml d5 and the rate of the infusion was 50mcg/minute. The device was replaced and the patient did not require medical intervention. The device was assessed by biomed and an unspecified issue was found. Product was received with a note stating "losing contact".